Event description:
It was reported that the ilet device housing was coming apart at the seam and required frequent snapping back together, while blood glucose remained stable and unaffected; the problem aligns with a device bonding failure involving the display assembly. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.